Event description:
It was reported that during the implant procedure the device's atrial port did not work normally. The physician complained and did not use the device; instead the physician replaced the device with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. It was noted that a medtronic lead was inserted into the atrial port and then the setscrew was tightened with a medtronic setscrew wrench. The lead held normally. The test was repeated using the returned setscrew wrench and the lead held normally.